Event description:
In an article titled "delayed neurologic complications of vertebral bone cement injections", the following event was reported: the patient underwent a kyphoplasty procedure at level t8. The physician felt the initial films showed satisfactory results, and there was some improvement in pain control. The patient had another fall about a week later and immediately there after began complaining of back pain. Plain radiographs and MRI done at the time looked satisfactory. One week later, she began to develop numbness and weakness of her lower extremities soon loosening her ability to walk. A follow-up MRI showed further collapse at both t8 and t9, with retropulsion of some bone into the spinal canal at t8. The patient underwent a posterior decompression and stabilization with pedicle screw construct. Her condition improved clinically, and she was able to walk independently at one year after the event. No additional information was reported.

Manufacturer narrative:
Report source: article titled "delayed neurologic complications of vertebral bone cement injections", by ian b. Ross, igor fineman. Device not returned; followed-up with author.